Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the detector lens is recessed and not sure if the value is accurate under this error. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection observed the optical detector lens was recessed. The device passed functionality testing but provided measurements outside the accuracy specification when co2 gas mixture was applied as a baseline. A service history record review indicates that there is no trend of failures related to the issue reported against this unit.

Event description:
The customer reported the detector lens is recessed and not sure if the value is accurate under this error. No consequences or impact to patient were reported.